Event description:
User facility reported: during CT procedures of the coronary arteries of two patients, approximately 20 ml of air was seen in the patients' pulmonary vein, right atrium, and right ventricle. Both patients experienced pain and were monitored. In each of the events, an hour post-procedure, the patients were discharged from the hospital with no other adverse health effects reported.

Manufacturer narrative:
It is the opinion of acist's medical advisory board member that volumes of air present in the arterial vasculature of 10 cc or greater have the potential for serious harm, permanent disability and death. Based on acist's testing o the empowercta injector at this user facility and observation of cases by acist's manager of clinical training and the field service area supervisor, there is no evidence of device malfunction of the empowercta injector or the empower disposable kits used during the cases. There is no conclusion as to the exact cause of the air ingress and acist will continue to investigate. Upon completion of acist's investigation, acist will submit a follow-up report.

Manufacturer narrative:
It is the opinion of acist's medical advisory board member that volumes of air present in the arterial vasculature of 10 cc or greater have the potential for serious harm, permanent disability and death. Based on acist's testing o the empowercta injector at this user facility and observation of cases by acist's manager of clinical training and the field service area supervisor, there is no evidence of device malfunction of the empowercta injector or the empower disposable kits used during the cases. There is no conclusion as to the exact cause of the air ingress and acist will continue to investigate. Upon completion of acist's investigation, acist will submit a follow-up report.

Event description:
User facility reported: during CT procedures of the coronary arteries of two patients, approximately 20 ml of air was seen in the patients' pulmonary vein, right atrium, and right ventricle. Both patients experienced pain and were monitored. In each of the events, an hour post-procedure, the patients were discharged from the hospital with no other adverse health effects reported.